Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on12/2/2016 to address the reported event. The fse replaced the uptake and purge valves for the pump assembly. The instrument was verified as operational. There was no further action required by field service. The most probable cause of the reported event was failure of the uptake valve for the pump assembly.

Event description:
On (B)(6) 2016 a customer reported g8 peaks blown out with their g8 analyzer. The customer tried a drain flush and adjusted the flow rate without any success. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.